Manufacturer narrative:
(B)(4). Concomitant product(s): a 11-104213 322690 mlry-hd lat por fmrl 13x170mm. Ar-122858 2470769 exc abt cmtd arc ml cup 28x58. A 163661 0000717431 28mm dia cocr mod hd -3mm nk. Report source: country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 3 years post implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.